Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient developed a hematoma and oozing at the anastomosis during impella 5.5 support. It was noted that a direct aortic approach was utilized for impella implant. Upon diagnosis, a washout was performed while an additional suture and vascular sealant were applied to manage the condition. Support continued uninterrupted. The patient remains on impella support.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding was determined to be use issue because the bleeding was resolved by adding a suture and a vascular celant at graft anastomosis. D.6a explant date was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25758 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.3 date of awareness was reported incorrectly on the initial manufacturer device report number 1220648-2025-25758. The date should of been 11-jan-2025.